Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.. Customer¿s blood glucose level ranged from 90-98 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.